Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 150 mg/dl. The customer stated that the battery compartment turned black, the insulin pump alarmed no deliveyr, and she had to change the infusion set. She also stated that the last part of the dome sticker looked burnt. She stated that she had received a no delivery alarm while using the last infusion set. She advised that since she had changed the infusion set, no issues had occurred. The alarm was resolved by an infusion set change. She declined return of the reservoir and infusion set. She was unable to determine the cause of discoloration on the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.